Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 435 mg/dl at the time of the incident. The customer also reported no delivery alarm after trying to give bolus prior to the event. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer received no delivery alarm. The device will not be returned for analysis.